Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient underwent surgical intervention at an unknown time wherein the system was explanted due to an unknown reason.